Event description:
It was reported that (1) hp052 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the device gave a solid tone when hooked up to generator. This case was completed by using a different handpiece. There was extended or time by five minutes.